Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using the ilet and inquired about a supply change; the user performed a full supply change after showering, then later observed continued hyperglycemia following an unannounced meal and subsequently changed the infusion site again due to the site feeling off and suspected intramuscular placement. Symptoms included hyperglycemia with peak values around 230 by ilet and 280 by initial fingerstick, persisting approximately 90 minutes before trending down after site changes. Outcomes included no ketone testing, no use of back-up therapy, no occlusion alerts, no loss of consciousness, and no medical intervention or hospitalization. Investigation included troubleshooting and education, guided site change with resumption of insulin delivery, and confirmation of downward glucose trend on follow-up. Investigation of this case revealed no device alarms or component failures and suggested suboptimal infusion site placement as a plausible contributor to the elevated glucose, with improvement following site replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.